Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer tests during pre-use check. The ventilator was investigated on site by our field service engineer, the nozzle units for the gas modules was replaced and returned for investigation. Evaluation of the provided device logs confirms the reported failure. An investigation for the returned nozzle units was not possible as the spring for both was bent, therefore the root cause could not be established.